Event description:
The event involved a plum burette where it was reported that the tubing underneath the drip chamber had a bend that caused constant airflow and made it unstable. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of a bend causing airflow could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.